Event description:
In 2009, a patient who had been on peritoneal dialysis for one year, reported that the titanium adapter separated from the catheter two months prior. The titanium adapter was changed, but the patient continued using the same tyco tubing. The patient was then diagnosed with peritonitis the next day, as evidenced by a leukocyte count of 6700/ul. The patient was given amidacin sulfate (dosage and route unk). A break in aseptic technique and reuse of supplies was reported and the patient has been retrained on proper procedure. There was no exit site or tunnel infection and there have been no reports of peritonitis within 4 weeks of this report. The patient recovered from peritonitis nine days later, and was released from the hospital on the same date.